Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went to emergency room on the (B)(6) 2019 due to high blood glucose. Customer¿s blood glucose value was 400 mg/dl at the time of hospitalization. Customer had a symptoms like chest pain and vomiting. Customer feel ok to do troubleshooting for high blood glucose. Customer treated with manual injection for high blood glucose. Customer treated with IV fluid in the hospital. Customer also stated that the insulin pump had an insulin pump error alarm. Customer stated that the insulin pump did not passed the self-test. Customer stated that he fill cannula was recorded in the daily history. Customer stated that they were able clear the alarm and able to complete the rewind. The insulin pump will return for the analysis.